Event description:
It was reported that sometime post catheter placement, fluid allegedly leaked at the connector. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong cv catheter replacement connector, single-lumen, pink, 7f products that are cleared in the us. The pro code and 510k number for the groshong cv catheter replacement connector, single-lumen, pink, 7f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fluid leak as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post catheter placement, fluid allegedly leaked at the connector. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong cv catheter replacement connector, single-lumen, pink, 7f products that are cleared in the us. The pro code and 510k number for the groshong cv catheter replacement connector, single-lumen, pink, 7f products is identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a catheter placement, the fluid allegedly leaked at the connector. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the groshong cv catheter replacement connector, single-lumen, pink, 7f products that are cleared in the us. The pro code and 510k number for the groshong cv catheter replacement connector, single-lumen, pink, 7f products is identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7fr groshong cvc extension leg segment was received for evaluation. Visual, microscopic, and functional evaluations were performed. A crack was observed on the catheter hub when the cap was removed for examination. Upon infusion, a leak from the catheter hub was observed while water exited the distal end of the segment. Therefore, the investigation is confirmed for the reported leak. The investigation is also confirmed for the identified fracture as crack was observed on the catheter hub. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.